Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. Upon sensor removal on (B)(6) 2025, the patient alleged that the sensor wire broke from the sensor pod and remained in the skin leading to redness and swelling at the insertion site. The area was warm to the touch and the swelling spread to the size of the sensor pod diameter. On (B)(6) 2025, the patient consulted a physician who assessed the site, observed symptoms of infection, but could not locate the wire in the skin. The patient was advised to have an x-ray, but he declined. He was prescribed an oral antibiotic medication (doxycycline 100 mg, twice a day for 10 days). At the time of the report, the patient had already finished the antibiotics, but the swelling remains. At the time of the report, although the patient stated he was planning on visiting his doctor again by (B)(6) 2025 to have an x-ray; multiple attempts to contact the reporter were made; however, no other details were obtained. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).